Manufacturer narrative:
Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with pulmonary embolism was implanted with an impella rp flex device for mechanical circulatory support. It was reported that the patient presented to the hospital for evaluation of schizophrenia, suicidal ideation, acute kidney injury, sepsis, and non-st elevation myocardial infarction. During the evaluation of the patient, the patient decompensated and required cardiopulmonary resuscitation and intubation to resolve. Imaging revealed a severely enlarged right ventricle with severely reduced global systolic function. The patient was taken to the cardiac catheterization laboratory for impella rp flex insertion. On the second day of impella rp flex support, the patient experienced bloody urine, however it was noted that the cause was being assessed for urinary tract trauma and there were no impella issues. The following day, the patient was still experiencing bloody urine output and was transfused with a total of four units of red blood cells. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication. The patient was noted as survived at time of explant.